Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product involved with the complaint to perform failure analysis. The universal surgical manipulators (usm) was analyzed, and the reported failure was confirmed and replicated. The usm was tested on an in-house system and failed in normal mode as error 1126 was triggered. After reviewing the system error logs, the usm shows multiple 1126 and 31226 errors happening on the axes controller arm downstream and causing the fault. The usm was also tested on a patient side cart testing platform and fail the fiber test on the clockspring and parallelogram. The complaint was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue.

Manufacturer narrative:
Based on the claim against the product by the customer noting usm issue, an investigation is in progress to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the usm to resolve the reported issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The usm is pending failure analysis investigation. The complaint regarding usm issue was confirmed based on the field evaluation, which indicates that the device did contribute to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted urology prostatectomy surgical procedure, the customer reported that the universal surgical manipulators (usm) 1 keeps faulting. The customer informed that they have to reboot the procedure to get the fault to clear sometimes. The customer also informed that this has been an ongoing issue and they would like the field service engineer (fse) to check the system as soon as possible. The customer then informed it just happened again and this they were able to recover the fault. The customer was continuing with the procedure. Technical service engineer (tse) logs show multiple errors pointing to usm 1. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the system functionality was checked upon powering up and it did power up with no errors. The customer powered down the system. The surgeon disabled universal surgical manipulator (usm) 1 for portion of the procedure, then we had to completely shut down the system multiple times to get usm 1 to function again. The procedure was robotically completed with 4 usms.